Event description:
It was reported that this implantable cardiac monitor came out of the patient's body two weeks after implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The sales representative was not aware of this case. This investigation would be updated should further information be provided.